Manufacturer narrative:
(B)(4)

Event description:
It was reported "during the catheter insertion procedure, the balloon stuck in sheath. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".